Event description:
This pi is for the revision of the patient's hip on (B)(6) 2022. In providing additional information for a revision of the patient's hip on (B)(6) 2022, rep provided a revision usage sheet from (B)(6) 2022. Spoke to the reporting rep, who is not the rep who was present for the procedure. A secur-fit advanced stem and femoral head were revised due to femoral periprosthetic fracture. Reporting rep confirmed there were no allegations against the revised femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.